Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including all functional testing without duplicating the report. The device successfully charged and delivered shocks multiple times at various energy settings without incident. The battery communication assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device internally dumped the energy and failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.